Event description:
During preventive maintenance of the mp5 monitor the alarms did not work. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Diagnostic/functional testing was performed. Results of functional testing indicate that the alarms did not work and the interface card needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a defective interface card. The reported problem was confirmed. The interface card was replaced. The device was operational after repairs were completed and the device was returned to the customer. (B)(6).